Event description:
Information was received from a patient regarding an external device. It was reported that the patient noticed about a month ago that the recharger was not charging. The patient said the battery icon just kept lighting up and didn't charge. When asked, the patient said they didn't always store the recharging device in the dock. The patient confirmed that there was a green light on the dock when the cord was plugged into the dock and the green light was solid when it was connected to the power source. With instruction, the patient removed the device from the dock and placed it in the docking station. When the patient pressed the power button, they said they saw all three battery lights flashing at the same time, like they were chasing each other. The patient reset the recharger; however, they were still seeing the scrolling lights and the recharger wouldn't turn on. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. An email was sent to update the patient's address.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.